Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported capsular contracture, baker grade unknown.

Event description:
Patient reported pain, and rupture on left side. Healthcare professional reported capsular contracture, baker grade iii and "lobulated surface". Device remains implanted.

Event description:
Patient reported pain, and rupture on left side. Healthcare professional reported capsular contracture, baker grade iii and "lobulated surface". Patient later reported depression and anxiety post-procedure which is not considered device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6

Event description:
The device has been explanted. Patient later reported depression and anxiety post-procedure which is not considered device related.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling: not observed. Depression ¿ ndr: unable to observe since it is not related to the device. Anxiety - product/procedure ¿ ndr :unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Patient reported pain, and rupture on left side. Healthcare professional reported capsular contracture, baker grade iii and "lobulated surface". Patient later reported depression and anxiety post-procedure which is not considered device related. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported pain and rupture on left side, device remains implanted.